Event description:
The pt was implanted with a spectrum contour post-op adjustable on 6/5/96. Subsequently, the pt developed an infection and swelling in her left breast and the prosthesis was removed on 5/15/97.